Manufacturer narrative:
Evaluation: there are no previous complaints of this code/batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil (B)(4) requirements. We have tested the needle attachment of the samples received and the results fulfil the requirements of (B)(4). Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested.

Event description:
Country of complaint: (B)(6). Needle-detachment.